Manufacturer narrative:
Further investigation revealed some broken component parts. A broken nose housing assembly was identified as the primary cause of the failure. The device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair, overheated during testing. There was no pt involvement, no adverse consequence was associated with the event.